Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient came to the hospital due to receiving multiple inappropriate shocks. The right ventricular lead was noted to have high pacing impedance, oversensing, short interval counts, and a fracture was suspected. Reprogramming was performed to turn off high voltage therapies until the lead could be explanted and replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst also noted that the lead was returned with severe explant damage.